Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high and low creatinine result generated by unicel dxc 800 synchron chemistry analyzer. The initial result was 1312umol/l and the critical rerun was out of instrument range low (oir lo). The initial result of 1312umol/l was reported out of the laboratory. A new sample gave a result of 22umol/l. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc results pre and post event were within acceptable ranges. The initial sample was insufficient to use primary tube, the customer transferred the serum and run on a 2ml cup. A bci field service engineer (fse) inspected the instrument and replaced the reaction cup. Fse performed a precision test which passed. A clear root cause cannot be determined for this event.